Event description:
Information received by medtronic indicated that the retainer ring on insulin pump fell off. The customer stated that retainer ring was hanging on the tubing and also reported crack at the reservoir compartment. The customer stated that the reservoir was able to lock into place. It was also reported that insulin pump had damage at the spring of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.